Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed a hematoma one week post implant. The patient was seen in clinic and sent home following the visit. The patient then developed an infection at the sternal incision. Surgical intervention was undertaken. The device and electrode were explanted and the patient was placed on antibiotic treatment. The physician plans to implant a new system following completion of antibiotic treatment. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode developed a hematoma one week post implant. The patient was seen in clinic and sent home following the visit. The patient then developed an infection at the sternal incision. Surgical intervention was undertaken. The device and electrode were explanted and the patient was placed on antibiotic treatment. The physician plans to implant a new system following completion of antibiotic treatment. No additional adverse patient effects were reported.